Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels decreasing as low as 35 mg/dl. Customer attributed the cause to unknown reason and the pump software not accurately adjusting the amount of insulin delivered. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received.